Event description:
Speaker malfunction.

Manufacturer narrative:
Analysis was performed by bench service personnel which included attempts to reproduce the reported issue. During testing, the speaker functioned as expected and produced audible sound. The results of the analysis were the reported issue could not be reproduced or confirmed. Therefore, the product malfunction was not verified. As for precautionary measures, the speaker was replaced and the product was returned to the customer. A review of the service history for this device confirms the problem has not been reported again for this device.